Event description:
The report received indicated that when the physician tried to inflate the 1.5 x 15 mm balloon catheter, the balloon did not inflate and it turned out that there was a leakage. Consequently, the balloon catheter was exchanged for a maverick balloon and pre-dilatation of a lesion in the proximal left anterior descending (lad) was conducted successfully. There was no report of injury or adverse event to the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.